Event description:
An ocd account manager reported that a customer observed negatively biased trop I results for patient samples during crossover testing to a new reagent lot. The biased results were not reported. False low results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that within lot results are consistent when tested across analyzers for each lot tested. Qc results are acceptable and calibration data is typical. The root cause of the event is unknown.